Event description:
It was reported that the patient experienced curvature in the penis with an inflatable penile prosthesis (ipp). A surgery was performed in which crossover from the initial surgery was noted. During the procedure two different incision approaches were tried. The cylinders and pump were replaced and the original reservoir remained in service. The patient did not experience any further complications. No more information available at the moment, further information was requested. Additional information was requested, however, no new information was available provided. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the crossover was caused by bad dilation. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced curvature in the penis with an inflatable penile prosthesis (ipp). A surgery was performed in which crossover from the initial surgery was noted. During the procedure two different incision approaches were tried. The cylinders and pump were replaced and the original reservoir remained in service. The patient did not experience any further complications. No more information available at the moment, further information was requested. Additional information was requested, however, no new information was available provided. No more information available at the moment. Should additional information become available, it will be provided.